Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds and the right atrial (ra) lead exhibited noise. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 4068-58 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.